Event description:
It was reported that the customer received a button error alarm on the insulin pump. The insulin pump was reportedly not exposed to moisture and no buttons were pressed for a prolonged amount of time. The customer's blood glucose was 204 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received and no button error alarm was noted. The escape button did not respond due to a corroded keypad trace. No moisture damage on the electronics was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.